Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon interrogation in clinic it was discovered that the device had recorded a high out of range right ventricular (rv) shock lead impedance greater than 200 ohms. During interrogation, all rv parameters were within normal limits, including shock impedance. It was also found that the patient's right atrial (ra) and left ventricular (lv) leads exhibited high pacing thresholds and loss of capture (loc). No further testing was performed at that time. Additional information was later received that a revision procedure took place wherein the lv lead was extracted and it was found that the lead was fractured at the point of the suture sleeve. In attempting to explant the ra lead the physician unintentionally cut the lead, the entirety of which was explanted. The rv lead was tested via a pacing system analyzer (psa) with normal measurements. The ra and lv leads were replaced and the crt-d and rv lead remain in service.